Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The three additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right and left common femoral arteries was attempted with four proglide devices using the pre-close technique via a 7f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, there was no suture present when the needle plunger was removed with all four proglide devices. Three of the proglides that failed were attempted in the right common femoral artery (rcfa) and one that failed was attempted in the left common femoral artery (lcfa). The sutures of two new proglide devices were successfully pre-placed in the rcfa (large hole access site) and the sutures of one new proglide were successfully pre-placed in the lcfa (small hole access site). The sheath was upsized to a 12f in the rcfa and a 9f in the lcfa. The tavr was completed. Hemostasis was achieved in both access sites with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.